Event description:
It was reported that the user observed multiple overnight and early-morning low glucose readings on the Dexcom G7 while using the iLet pump after a new sensor placement and pairing, did not feel symptomatic, and later performed a finger-stick that was close to the CGM value; the user was counseled that inaccurate low CGM readings could reduce or suspend insulin and lead to hyperglycemia if blood glucose is not actually low, and was instructed to confirm lows with finger sticks and treat based on meter values. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and concordant readings at the time of finger-stick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.